Event description:
Procedure: lower anterior resection. According to the reporter: the stapler was loaded and cycled correctly. The stapler was placed across the rectum, closed, the surgeon pressed the green button 4 times to fire and it fired completely. After 4 firings the handle cracked, the surgeon opened the stapler but none of the staples had formed, they were completely malformed. Staple line opened causing patient to bleed and surgeon had to convert to an open procedure. Feces started to leak into the patient and the or time was extended 3 hours. The surgeon then oversewed the incomplete staple line and used another stapler to create the anastomosis.